Event description:
Meter was reading inaccurately low. During troubleshooting, the meter and strips failed the control solution test twice. The test strips were in good condition and the meter was coded correctly. Pt got a reading of 52 mg/dl on meter with no symptoms. Replacement test strips were sent to the pt and the meter was also replaced for pt satisfaction. There was no medical intervention.